Event description:
It was reported that when the device was returned to the manufacture for testing it was found that the collet would not hold a pin due to metal flakes being inside of the collet. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated and it was found that the issue was caused by metal flakes falling into the large collet, preventing the collet to close around the small pin. The metal flakes were cause by the thrust washer located around the driveshaft. When the shim washers wear down on the driveshaft, metal flakes are produced.